Event description:
It was reported that the patient was experiencing inadequate pain relief due to fall.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a 1 month ago prior to the date the manufacturer became aware.